Event description:
A unspecified setting issue was reported with use of abbott diabetes care (adc) device. Customer reported their blood glucose meter had been displaying the same reading for three days. As a result, customer experiencing a loss of consciousness, "hallucination", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "insulin injection" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection has been performed on the returned reader and damaged reader was observed due to use related issue. Minor damage to the usb port was observed. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified setting issue was reported with use of abbott diabetes care (adc) device. Customer reported their blood glucose meter had been displaying the same reading for three days. As a result, customer experiencing a loss of consciousness, "hallucination", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "insulin injection" (type/dose unspecified). There was no report of death or permanent impairment associated with this event.